Event description:
It was reported that on (B)(6) 2024, a 30-25mm amplatzer talisman occluder was selected for implant using an unknown sized unknown manufacturer delivery system. However, during implant, "wrong opening of the right disk" was observed and "it was impossible to open correctly." The device was described as "bulbous." The device was never released from the delivery cable and not implanted. There were no interactions with cardiac structures during deployment and no angulation/kink of the delivery system was observed. A new unknown sized unknown manufacturer device was successfully implanted. The patient was discharged from the hospital.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of device deformity was reported. A returned device inspection could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. Information from the field indicated that there was no anatomical interference, there was no angulation or kink in the delivery system upon deployment and an unknown size delivery system was used. Based on the information received, the cause of the reported device deformity could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.